Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up completely. Upon troubleshooting fse found that the issue with suite pc power supply. To resolve this issue, fse replaced suite pc, new license and installed software. The defective suite pc was sent to philips for analysis and found that the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot-up completely. No harm was reported to philips. Philips has started an investigation of this complaint.